Event description:
An I-flow sales rep was notified that a pt had died at home following outpatient shoulder surgery. The pt had been using an on~q pain management system post surgery. The matter has been referred to the local medical examiners office for a determination of the cause of death. I-flow does not have sufficient info to conduct an investigation at this time. The surgeon involved has expressed the opinion that he does not believe that the I-flow device is a cause.

Manufacturer narrative:
The county medical examiner has concluded that the drug, bupivicaine, delivered by the I-flow infusion device was not the cause of death in this incident. The medical examiner stated that the cause of death was attributted to a high level of hydrocodone.